Manufacturer narrative:
The device remains implanted and is not available for evaluation. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Available information does not indicate a potential manufacturing issue. Conduction disturbances are a known potential adverse effect as stated in the instructions for use. Conduction disturbances can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the valve implant. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days post implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted to treat atrio-ventricular (av) block. No adverse patient effects were reported. The valve remains implanted.

Manufacturer narrative:
Additional information was received that the atrio-ventricular (av) block reported after the implant was complete heart block. Patient demographics were also received and have been added to this report in section. If information is provided in the future, a supplemental report will be issued.